Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had two model 3186 leads from the same lot. It was reported the pt was experiencing stimulation in the wrong location and ineffective stimulation. An sjm rep met with the pt on (B)(6) 2014 to reprogram but was unsuccessful. The pt reportedly has had several falls and injuries since her original implant. The pt will follow up with her physician to determine next steps to address the issue.